Event description:
It was reported that during a ptca/stenting procedure of a heavily calcified mid lad lesion, a portion of the balloon material detached from the balloon and remained in the pt. During removal of the catheter after inflation, a portion of the balloon detached inside of the vessel. A stent was placed to secure the retained balloon material.